Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer stated that they felt it shocking when walking and sleeping. The patient stated the shocking persists when it is on or off. The patient stated they did not have a fall and the device was not solving their pain problems.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having problems trying to keep the device working right. Patient stated for some reason, they were feeling a lot of pain and when they turned the stimulation up, the stimulation would shock their skin. Patient said the issue had been going on for like 6-4 months now at least and seemed to be getting more and more severe. Patient mentioned they thought maybe the wire came out or something, but it felt like they were getting a total shock from head to toe even when laying down. Agent asked if patient had tried turning the stimulation off to see if the shocking sensation continued, and patient confirmed they had not yet. Patient was able to successfully turn stimulation off during the call. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient stated they are meeting with their healthcare provider to address the issue tomorrow morning. Agent reviewed role of rep and continued to redirect to healthcare provider.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.